Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). A replacement procedure was performed and all components. Were removed and replaced. It is unknown if the aus malfunctioned. The patient had a good outcome following the procedure.